Manufacturer narrative:
The sample was returned for evaluation. The device body was found to have split apart, the lock tabs were damaged, confirming the complaint. (B)(4) was initiated to mitigate locking tab breakage on the supercore device.

Event description:
Patient: infectious disease patient, pyogenic spondylitis event description: the device was opened for a spine biopsy procedure. The supercore was test fired once. Then the needle was inserted into the patient, however, the physician noticed that he had forgot to lock the plunger in ready position. The needle was removed and when the plunger was pulled to lock, with normal force, the plunger came off the housing with the stylet needle and separated. At that time by the unpredictable movement, the physician got pricked his left palm with the separated stylet needle.